Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level of 50 mg/dl. Reportedly, at the time of the call, the customer had resolved the low bg issue. Tandem technical support was unable to perform troubleshooting as the customer was preoccupied at the time of the call. Although requested, no further information was provided regarding the reported event.